Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis and patient death occurred. The 80% stenosed, long and narrowing lesion being treated was located in the mid right coronary artery (rca). Patient was transferred to the hospital for urgent intervention after a myocardial infarction (mi), which occurred 4 days prior. The lesion was predilated with a 2.0x15 mm maverick balloon, inflated to 10 atms for 6 seconds. A 2.75x32mm taxus express2 drug eluting stent was placed, inflated to 16 atms for 14 seconds. The stent was post dilated with a 3.0x15mm quantum balloon, 4 inflations to 8-12 atms for 14-18 seconds. The stent was well apposed. Two non-bsc stents were implanted in the obtuse marginal (om) lesion. Medications administered during procedure included: integrilin, heparin, verapamil, tridil, atropine, and neosynethrine. Patient was discharged the following day. Four days post the initial procedure, the patient came back from a referral center with st elevation, mi, and cardiogenic shock. Patient had not filled the plavix prescription or taken the plavix. Angiography found in-stent thrombosis in both previously treated lesions. A balloon pump was placed and right ventricular (rv) pacing was started. The patient was placed on bipap in standby mode. The physician made two inflations with a 2.5x15 mm sprinter balloon, 6-8 atms for 14-18 seconds. Then a 3.5x28 mm non-bsc stent was placed in the mid rca, inflated 3 times to 7-10 atms for 14-16 seconds. A 3.5x18 mm non bsc stent was placed in the rca, inflated to 9 atm for 14 seconds. The stents were post dilated with a 3x15 mm quantum balloon, inflated 7 times to 5-12 atms for 14-22 seconds. Bipap was turned 'on'. The physician made several inflations with a 1.5x15 mm and a 2.0x15 mm maverick balloon in the om, but the physician was unable to open the vessel and there was no flow. The physician was able to get rca to open but not able to open the om. Medications given: verapamil, tridil, bicarb, and dopamine. Patient was transferred back to the referral hospital 37 days post the initial procedure. Patient remained there in that hospital until patient's death.